Event description:
It was reported by (B)(6) that for the battery casing that the ¿customer thinks that the casing does not make proper contact with the device (lose contact) causing the device not to function¿. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: contact number (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear due to use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.